Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not available.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in an unspecified incident at a nursing home. An accolade ii stem and 36 -5 ceramic head were revised to a restoration modular stem construct with another 36 -5 ceramic head and 4 sets cabled devices. Sales rep provided implant sheets from current and prior surgeries as well as a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed by medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms periprosthetic fracture. Need operative reports, office/clinical reports, examination of the explanted components, etc. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture sustained in an unspecified incident at a nursing home. An accolade ii stem and 36 -5 ceramic head were revised to a restoration modular stem construct with another 36 -5 ceramic head and 4 sets cabled devices. Sales rep provided implant sheets from current and prior surgeries as well as a pre-revision x-ray and reported that no further information will be released by the hospital or surgeon.